Event description:
It was reported that there was a broken side latch. Also, ail sensor is missing pieces and falling off. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a broken side latch. Also, ail sesor is missing pieces and falling off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch broken handle. Replaced air-in-line broken housing. Replaced iui corroded. As found 9.33 sw as left ver 9.33 tested pm a review of the device history record showed the device had a manufacture date of 01/27/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to latch damage of the kit lvp latch assy 8100 a. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2014-0284 for lvp air in line. CAPA #: _00926 for lvp door latch

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a broken side latch. Also, ail sensor is missing pieces and falling off. There was no patient involvement.